Event description:
It was reported that a chiron vision intraocular lens was explanted. Additional information has been requested.

Manufacturer narrative:
The device was not returned for evaluation. Additional information regarding the event and iol specifications was requested but not received; therefore a device history record review could not be performed. It is noteworthy to mention that chiron ophthalmic division was purchased by bausch and lomb in 1997, and it is likely that this model iol was discontinued prior to acquisition. No investigation can be performed. Based on all available information, a root cause could not be determined.